Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "failure to properly align and completely seat the components together can lead to disassociation." The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2011 due to disassociation. The glenosphere baseplate and taper adaptor were removed and replaced. There was no report of patient trauma prior to the revision procedure.